Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was reported that the battery of an 840 ventilator was unable to hold charge. Although requested, the customer did not provide patient involvement or patient outcome information.